Event description:
Ob/gyn physician was using the ligasure to cauterize some tissue. When she pushed the handle for the device to release the tissue, it did not release. The physician was slowly able to wiggle off the tissue with great difficulity. There was no harm to the tissue or surrounding organs. There was no harm to the patient. The physician opened two devices for this case and in both instances the device would not release from the tissue.